Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. Treatment for the event was not reported. Approximately two months after the hospitalization, the patient was discharged and was recovering from the event and remained on pd solutions. No additional information is available.